Event description:
The patient reported a 12.6mm micl 12.6 implantable collamer lens was implanted in her right eye (od) in 2008. The patient reported at about two weeks later that she had surgical revision due to leak of intraocular fluid in bleb formation and collapse of lens forward into icl. The icl remains implanted. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation codes: method - (other): lens work order search. Results - (other): a lens work order search was performed, and no similar complaints were found within the work order. Conclusions - based on the complaint history and the work order search, a specific root cause of the event could not be determined.